Event description:
Pt was found with the restraint situated around her neck.

Manufacturer narrative:
Co's investiation of this incident concluded that this was a product that was not manufactured by j.t. Posey co. At this point, the specific MFR has not been determined.